Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their "upper chamber was not working" and that their physician noted "activity". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.